Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated total beta hcg (tbhcg) results above the normal reference range generated on access 2 immunoassay system for one patient. Subsequent testing by alternate method in another lab produced different results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in serum separator tubes and were spun at > 5000 rpm for > 5 minutes. Bci customer product line support (cpls) tested the samples and confirmed the presence of a patient source heterophile. Service was not dispatched for this event as the customer is questioning only one patient's samples. The root cause for the event was the presence of patient source heterophile in the samples.